Event description:
We received a report that a surgeon had to perform an intraocular lens exchange after noting the tecnis toric was ''defective''. He exchanged it with a ''plain'' tecnis. Further identification of the iol was not provided. Additional information has been requested.

Manufacturer narrative:
Brand name: not provided; reporter only stated ''tecnis toric.'' (B)(4). Unknown; serial number not provided all pertinent information available to the manufacturer has been submitted. Placeholder.